Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was not working properly. The customer's blood glucose was 8.0 mmol/l at the time of incident. The customer stated that the sensor would not transmit any information to the insulin pump. The customer stated that the transmitter does not blink when connected to the sensor. The customer stated that the filament was missing or did not look right. Troubleshooting did not occur. The sensor will not be returned for analysis.